Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports when they went to draw up a vaccine and noted a foreign material on needle.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the months prior to the production date. A review of the process monitoring data was conducted and revealed no issues related to the reported condition. A review of the machine setup was conducted and revealed no issues related to the reported condition. There was 1 sample (opened) returned with this complaint. The sample was visually inspected for flash and contamination on the cannula. There was a very thin piece of plastic (string flash) stretching from the gate vestige of the safety shield to the needle. There was no foreign contamination observed on the needle. The string flash exceeds the manufacturing specifications so the reported condition is confirmed. The exact root cause of the reported condition could not be determined based on the available information. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter and flash. The lot met the acceptance criteria and was released. An issue impact assessment (as known as a health hazard evaluation or health hazard assessment) was conducted for magellan gate strings and approved. The assessment discusses a potential hazard scenario where the plastic fibers are injected into a patient and assesses the risks associates with such an event. The likelihood of occurrence was considered ¿rare¿, the probability of injury occurring was considered ¿unlike but possible¿, and the severity of the injury was considered ¿severe¿. The overall risk score was ¿low¿ for that assessment. Based on the low risk associated with the issue, no corrective action will be taken at this time. If information is provided in the future, a supplemental report will be issued.